Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a broken bullet. Per additional information provided on august 24, 2022, the balloon drilled. There were no fragmented pieces. The device was placed on (B)(6) 2022. There was no patient injury. Per additional information provided on august 30, 2022, when the customer says the "balloon drilled", they mean the balloon burst. The device was replaced to resolve the issue.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on october 30, 2020. The manufacturing process was reviewed, all process and controls were found properly followed, including sub-assemblies, finished product assembly, packaging, and inspections performed to the product. There were no abnormal conditions found that could trigger the reported condition. There were no physical samples or photos received for the investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition or determine the root cause. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.